Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a trellis device. The customer states that during the first device run in right iliac vein segment was successful. The device was then repositioned to treat a second segment, a lower/distal segment. The balloons were inflated and the device was turned on. At this point there had been no lytic administered. When the device turned on, connection from catheter to mechanical unit broke and dispersion wire twisted. At which point the balloons were deflated and the entire device was removed from the pt. A second, a new device was used to finish case. No medical intervention or pt injury.

Manufacturer narrative:
A device history record (DHR) review was performed. The device history record was reviewed revealing no unusual circumstances that may have led to the issue reported. All run parameters and acceptance criteria were within the specifications. The sample was received by the plant for eval. After performing visual and functional inspections, the defective condition was confirmed. Upon eval, there was no apparent damage noted to the odu assembly. The odu was turned on, but the motor did not rotate. It was observed that the male rotator disengaged from the valve backer. The odu casing was opened for further investigation. The interior of the odu had dried coagulum. The catheter was not returned. A CAPA was opened for further investigation.